Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the ltv 1150 ventilator did not sound like it was working properly and patient's oxygen saturations were 'low' with noted little chest rise. Furthermore, the patient was transferred to another device and oxygen saturations returned to normal. It was also stated that the turbine did not run at all when unit was powered on. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Result of investigation: vyaire medical was able to duplicate the issue - the vent did not sound like it was working properly and patient's oxygen saturations were 'low' with noted little chest rise. Customer stated that turbine did not run at all when unit was powered on. All testing was performed with a known good test ac adapter and patient circuit connected. Vent was powered on and no output of flow has occurred. Vent has seized turbine. Bench testing revealed that the turbine was creating the non-conformance. The turbine was then replaced to resolve the issue.